Event description:
It was reported to baxter (B)(4) that due to a recent change baxter made to the luer lock system on the blood tubing of the dialysis tubing for home hemodialysis patients, a patient who was dialysing at home reportedly suffered a catastrophic bleed. This resulted in the fall of haemoglobin from 11 to 7 g/dl. It was however stated that the total loss of blood volume from the machine ranges from 200-300ml, therefore, the circumstances under which this significant drop in haemoglobin is not yet known. Baxter is in the process of obtaining additional information regarding the product, the patient outcome, and medical interventions involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot 11k30v477 and no issues were found related to the reported condition during the manufacture of this lot. The customer reported that baxter changed the luer lock system on the blood tubing of the dialysis tubing and the home dialysis team did not know about it. Batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. The problem could not be confirmed and the assignable cause was undetermined as no sample was available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted.